Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear seized, was jammed and heavy moving. Therefore, the reported condition was confirmed. It was further reported that the transmission was blocked. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the reciprocating saw attachment device had an unspecified defect. During in-house engineering evaluation, it was observed that the gear seized, was jammed and heavy moving. It was further reported that the transmission was blocked. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in a scheduled surgical procedure. A spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.